Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance was observed. Upon interrogation, an alert was received for output circuit damage. The lead was capped and replaced.